Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer stated that there were infusion set leaks due to difficulty locking the sets into the insulin pump properly. The customer treated his high blood glucose via insulin pump bolus. Troubleshooting for the hyperglycemia was declined. The insulin pump was not returned for analysis.